Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose(bg) level. A specific value was not provided. Tandem technical support (cts) performed a pump system check and determined that insulin delivery was interrupted due to the customer's pump running out of insulin. Customer successfully resumed insulin delivery on the pump and a bolus was delivered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.